Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and turbid effluent. The cause of the peritonitis was not reported. The patient presented to the hospital and was diagnosed with peritonitis; however, the patient was not hospitalized for the event. The patient was prescribed unreported antibiotics for the event. At the time of this report the patient was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.